Manufacturer narrative:
Analysis of the catheter, model#, serial#, found two cracks in the vinyl retaining rings. The second crack did not appear to go all the way through.

Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient's other medications and medical history were not able to be obtained by the reporter. On (B)(6) 2016 it was reported that on approximately (B)(6) 2016 the patient kept forming fluid filled pockets near her pump pocket due to a possible csf (cerebrospinal fluid) leak. The doctor reported drawing some fluid out of the pocket. The patient was scheduled for a catheter revision/repair on (B)(6) 2016. The reporter was not sure of any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient status was reported as "alive - with injury".

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a company representative. The healthcare professional (hcp) found nothing wrong with the catheter when performing a corrective procedure. The hcp believed the cerebrospinal fluid (csf) may have been coming from where the catheter connects to the pump. The surgeon attached a syringe and applied pressure, but there was no apparent leak. The exact cause of the issue was undetermined. The hcp asked if the manufacturer could do a pressure test or some other test to check the integrity of the catheter/pump connection. The catheter was cut and the pump section was replaced. The doctor informed the company representative two weeks prior that the patient is doing great and there is no issue with any further csf leak. The pump delivered intrathecal compounded baclofen 150mcg/ml, hydromorphone 1mg/ml, and clonidine 100mcg/ml. All of the drug arrived in a syringe from the pharmacy and was compounded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.